Event description:
A caller reported encountering a cgm error 42 with their device. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and guided the caller through the process. After the reset, the error code did not reappear, and the caller successfully started their sensor session.